Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic splenectomy procedure, the tip of the thunderbeat broken off and cannot be found; part remained intra-abdominally and was not removed, an x-ray without contrast medium was performed postoperatively on the patient to locate the broken tip. Furthermore, the part is not pointed or sharp and it can remain intra-abdominally and will not be removed. This procedure has been discussed with the patient and their parents. The patient was in good condition. There were no further reports of patient harm.